Event description:
On (B)(6) 2023, it was reported by a sales representative via sems the following: an ar-8944mr-18 metatarsal reamer (batch#041309) is getting dull. An ar-8944mr-20 metatarsal reamer (batch#041329) is getting dull. An ar-8944mr-22 metatarsal reamer (batch#041302) is getting dull. An ar-8944pr-18 phalangeal reamer (batch#041308) is getting dull. An ar-8944pr-20 phalangeal reamer (batch#041326) is getting dull. An ar-8944pr-22 phalangeal reamer (batch #041309) is getting dull. This was discovered during an unspecified procedure, with no adverse event or patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
The customer provided the following information: "device is ready to be shipped back. Procedure performed: great toe mtp arthrodesis. Case was completed using current instruments."

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage in the field. Manufactured date: 06-mar-2015.